Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported tissue injury appears to be due patient anatomy (poor tissue quality). Additionally, the reported patient effect of tissue injury is listed in the instructions for use, and is a known possible complication associated with mitraclip procedures. The reported surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The xtw reference in b5 is filed under a separate medwatch report.

Event description:
It was reported that on (B)(6) 2023, a patient presented with grade 4 degenerative mitral regurgitation (mr), a frail valve, and mitral annular calcification for a mitaclip procedure. The first clip (xtw) was placed medial to the mitral valve and deployed with a substantial mr reduction. Shortly after deployment, the posterior leaflet was perforated. An xt was placed lateral to the xtw, and it was originally planned. This clip also perforated the posterior leaflet. Both clips remained stable on the leaflets and were implanted. Per the physician, the tissue quality was not sufficient to hold the clips which caused the perforation from both clips. The post-procedure mr was grade 3-4. Mitral valve replacement was performed on (B)(6) 2023. The surgery was successful and both clips were explanted. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.